Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient reported a rash around all of the electrodes, but not underneath them. The area was reported to be oozing and bleeding. The patient consulted her doctor who provided a cream. The patient reported that she had a nickel allergy. During a follow up, the patient reported that she went to the ER due to the bleeding irritation, but it is unknown if or how the patient was treated in the ER. She reported that she was using benadryl on the affected area and the irritation was no longer as red, but still very itchy. The final medical outcome of the irritation is unknown.